Event description:
It was reported to boston scientific corporation that an exalt model d single-use duodenoscope was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed in the duodenum on (B)(6) 2021 as part of the exalt d scope 01b clinical study. This complaint is being reported for the patient adverse events of fever and suspected pneumonia requiring prescription medication and prolonged hospitalization. During the procedure, the exalt scope was noted to have difficulty traversing the stomach and pylorus, making it difficult to reach the duodenum. The exalt scope was exchanged for a reusable scope, and the ercp was completed with the reusable scope. On (B)(6) 2021, the patient experienced an adverse event of fever. The severity of the fever was noted to be moderate. Piperacillin/tazobactam IV were prescribed to the patient to treat the fever. A urine test (urine culture: enterococcus faecium) was also administered on the patient. The patient required prolonged hospitalization as a result of the fever. A follow up ercp procedure was scheduled to be conducted on (B)(6) 2021. The exalt scope was determined to be unlikely related to the patient's fever. On (B)(6) 2021, the patient experienced an adverse event of suspected pneumonia. The severity of the suspected pneumonia was noted to be moderate. Piperacillin/tazobactam IV were prescribed to the patient to treat the suspected pneumonia. The patient required prolonged hospitalization as a result of the suspected pneumonia. The exalt scope was determined to be unlikely related to the patient's pneumonia. No additional adverse patient effects have been reported. ***additional information received on february 25, 2021, march 1, 2021 and march 9, 2021*** it was reported that the patient's fever was a symptom of the suspected pneumonia and resolved on february 14, 2021 and the patient's pneumonia resolved on february 19, 2021. It was noted that the scope failed to get into the duodenum most likely due to stiffness.

Manufacturer narrative:
Block e1 (initial reporter facility name): erasmus medical center - university medical center of rotterdam. Block g2 (report source): e7158 exalt dscope 01b clinical study. Block h6 (patient codes): patient code e0733 captures the reportable event of suspected pneumonia requiring prescription medication and prolonged hospitalization. Patient code e230101 captures the reportable event of fever requiring prescription medication and prolonged hospitalization. Block h10: the returned exalt model d single-use duodenoscope was analyzed, and a visual evaluation noted that there was no evidence of any damage or defect on the shaft or tip of the device. No problems were observed at the camera lens, light-emitting diodes (leds), or in the area around the water/insufflation ports. No problems were observed with the umbilicus, its connector, or fluidics components. The device was articulated using the knobs on the handle; the tip of the catheter was able to attain the full range of motion. The shaft of the catheter was manually flexed; no stiffness of the shaft was detected. The reported complaint could not be confirmed. Additionally, per the medical review performed by boston scientific's medical safety team, the reported patient complications of fever and pneumonia are not new or unanticipated in nature, and are unlikely to be related to the device. Based on all available information, the conclusion code selected for the reported event is adverse event related to procedure. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label.

Manufacturer narrative:
(B)(6). (Report source): (B)(6) clinical study. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an exalt model d single-use duodenoscope was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed in the duodenum on (B)(6) 2021 as part of the exalt d scope 01b clinical study. This complaint is being reported for the patient adverse events of fever and suspected pneumonia requiring prescription medication and prolonged hospitalization. During the procedure, the exalt scope was noted to have difficulty traversing the stomach and pylorus, making it difficult to reach the duodenum. The exalt scope was exchanged for a reusable scope, and the ercp was completed with the reusable scope. On (B)(6) 2021, the patient experienced an adverse event of fever. The severity of the fever was noted to be moderate. Piperacillin/tazobactam IV were prescribed to the patient to treat the fever. A urine test (urine culture: enterococcus faecium) was also administered on the patient. The patient required prolonged hospitalization as a result of the fever. A follow up ercp procedure was scheduled to be conducted on (B)(6) 2021. The exalt scope was determined to be unlikely related to the patient's fever. On (B)(6) 2021, the patient experienced an adverse event of suspected pneumonia. The severity of the suspected pneumonia was noted to be moderate. Piperacillin/tazobactam IV were prescribed to the patient to treat the suspected pneumonia. The patient required prolonged hospitalization as a result of the suspected pneumonia. The exalt scope was determined to be unlikely related to the patient's pneumonia. No additional adverse patient effects have been reported.

Event description:
It was reported to boston scientific corporation that an exalt model d single-use duodenoscope was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed in the duodenum on (B)(6) 2021 as part of the exalt d scope 01b clinical study. This complaint is being reported for the patient adverse events of fever and suspected pneumonia requiring prescription medication and prolonged hospitalization. During the procedure, the exalt scope was noted to have difficulty traversing the stomach and pylorus, making it difficult to reach the duodenum. The exalt scope was exchanged for a reusable scope, and the ercp was completed with the reusable scope. On (B)(6) 2021, the patient experienced an adverse event of fever. The severity of the fever was noted to be moderate. Piperacillin/tazobactam IV were prescribed to the patient to treat the fever. A urine test (urine culture: enterococcus faecium) was also administered on the patient. The patient required prolonged hospitalization as a result of the fever. A follow up ercp procedure was scheduled to be conducted on (B)(6) 2021. The exalt scope was determined to be unlikely related to the patient's fever. On (B)(6) 2021, the patient experienced an adverse event of suspected pneumonia. The severity of the suspected pneumonia was noted to be moderate. Piperacillin/tazobactam IV were prescribed to the patient to treat the suspected pneumonia. The patient required prolonged hospitalization as a result of the suspected pneumonia. The exalt scope was determined to be unlikely related to the patient's pneumonia. No additional adverse patient effects have been reported. Additional information received on february 25, 2021, march 1, 2021 and march 9, 2021: it was reported that the patient's fever was a symptom of the suspected pneumonia and resolved on (B)(6) 2021 and the patient's pneumonia resolved on (B)(6) 2021. It was noted that the scope failed to get into the duodenum most likely due to stiffness.

Manufacturer narrative:
Block e1 (initial reporter facility name): (B)(6). Block g2 (report source): e7158 exalt dscope 01b clinical study. Block h6 (patient codes): patient code e0733 captures the reportable event of suspected pneumonia requiring prescription medication and prolonged hospitalization. Patient code e230101 captures the reportable event of fever requiring prescription medication and prolonged hospitalization. Block h6 (evaluation conclusion codes): evaluation conclusion code d17 is being used in lieu of an adequate conclusion code for device not returned. Block h10: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
Block e1 (initial reporter facility name): (B)(6) medical center. Block g2 (report source): e7158 exalt dscope 01b clinical study. Block h6 (patient codes): patient code e0733 captures the reportable event of suspected pneumonia requiring prescription medication and prolonged hospitalization. Patient code e230101 captures the reportable event of fever requiring prescription medication and prolonged hospitalization. Block h6 (evaluation conclusion codes): evaluation conclusion code d17 is being used in lieu of an adequate conclusion code for device not returned. Block h10: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an exalt model d single-use duodenoscope was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed in the duodenum on (B)(6) 2021 as part of the exalt d scope 01b clinical study. This complaint is being reported for the patient adverse events of fever and suspected pneumonia requiring prescription medication and prolonged hospitalization. During the procedure, the exalt scope was noted to have difficulty traversing the stomach and pylorus, making it difficult to reach the duodenum. The exalt scope was exchanged for a reusable scope, and the ercp was completed with the reusable scope. On (B)(6) 2021, the patient experienced an adverse event of fever. The severity of the fever was noted to be moderate. Piperacillin/tazobactam IV were prescribed to the patient to treat the fever. A urine test (urine culture: enterococcus faecium) was also administered on the patient. The patient required prolonged hospitalization as a result of the fever. A follow up ercp procedure was scheduled to be conducted on (B)(6) 2021. The exalt scope was determined to be unlikely related to the patient's fever. On (B)(6) 2021, the patient experienced an adverse event of suspected pneumonia. The severity of the suspected pneumonia was noted to be moderate. Piperacillin/tazobactam IV were prescribed to the patient to treat the suspected pneumonia. The patient required prolonged hospitalization as a result of the suspected pneumonia. The exalt scope was determined to be unlikely related to the patient's pneumonia. No additional adverse patient effects have been reported. Additional information received on (B)(6) 2021. It was reported that the patient's fever was a symptom of the suspected pneumonia and resolved on (B)(6) 2021 and the patient's pneumonia resolved on (B)(6) 2021. It was noted that the scope failed to get into the duodenum most likely due to stiffness.